Event description:
It was reported that during device insertion onto the guide wire outside the anatomy, the xience prime ll stent implant was noted to be loose and not well crimped on the balloon. The device was not used. It was noted that the physician only visually noted the stent issue and did not touch the device. There was no patient involvement. A second xience prime ll stent delivery system was used in the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Stent movement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.